Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Upon inspection of the first unit, engineering found that the cannula tip was bent. The second unit was inspected and engineering confirmed a fracture at the distal end of the cannula. The exact root cause of the fractured cannula is unknown; however, the incident may be due to a manufacturing error. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating process enhancements intended to minimize the potential for this type of incident to occur. This document represents our combined initial and final report.

Event description:
Right vats lobectomy mechanical pleurodesio- "surgeon placed trocar in ribs of patient throughout procedure. Surgeon used covidien stapler with purple load during procedure. Surgeon also used l hook through cannula during procedure. Surgeon removed cannula from patient and placed lap to clean area. Surgeon then placed trocar back through the original incision and removed the obturator. Surgeon noticed tip of cannula had fractured, chipped and was missing. Surgeon then located broken piece of cannula in patient and successfully removed." Patient status- "surgery was finished without further complication".